Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the reported issue. All testing was performed using a good known test patient circuit. The ventilator passed 119 hours of extended tests at the customer's settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. The ventilator also passed the volume operation test from general checkout. Internal inspection does not reveal any abnormalities with the ventilator. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the ventilator was auto cycling while connected to a patient. There was no patient harm associated with this complaint.